Event description:
The patient called and reported that the device had been firing, but has not received any shocks. The patient also stated having an electrocardiogram which showed a pulse of approximately 94. Additional information has been requested and not received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), lead, implanted: (B)(6) 2015-02-20. (B)(4), lead, implanted: (B)(6) 2015. (B)(4).